Event description:
It was reported that the patient was having an MRI for shoulder and hip pain. The device system was used to deliver bupivacaine, dilaudid and ¿morphodone.¿ it was later reported that the pump was not functioning correctly and the patient had an increased pain level. At the time of this report, the patient was stable with a new pump. The device would be returned to the manufacturer for analysis. It was noted that the patient was not taking any other medications at the time of the event. The device system contained dilaudid and bupivacaine. It was also noted that baclofen intrathecal treatment began on (B)(6) 2013. The manufacturer¿s device registry database indicated that the pump was replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).